Event description:
Customer reported via phone, she has been having issues with low blood glucose level readings and the insulin pump shutting off. Customer's blood glucose was 24 mg/dl. Customer declined troubleshooting as she spoke to her doctor and they lowered the basal rates.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.